Manufacturer narrative:
Concomitant products: carto 3 system: us catalog #: fg540000, serial #: (B)(4). Stockert 70 system: us catalog #: s7001, serial #: (B)(4). Cool flow pump: us catalog #: cfp002, serial # (B)(4). C3 ez steer cs with auto ID: us catalog #: bd710df282ct, lot #:15590929m. C3 nav variable lasso catheter: us catalog #: ln122515ct, lot #: 15615619l. Acunav: us catalog #: OEM, lot #: qeo60007. (B)(4).

Event description:
It was reported that during a right side a-flutter ablation procedure, a steam pop occurred while ablating in the isthmus. The patient blood pressure dropped. There was a pericardial effusion and pericardiocentesis was performed. The patient became stable afterwards.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).